Event description:
Account reports two samples from one female patient giving discrepant insulin results. Sample 1, initial result 0.2 uu/ml, repeat gave 3.6 uu/ml (different methodology). Sample 2, initial result 0.2 uu/ml, repeat gave 5.1 uu/ml (different methodology). No information provided to determine if results were used to guide therapy. If add'l info is received, appropriate notification will be provided.